Event description:
Surgeon was performing a shoulder arthroscopy, subacromial decompression, which rotator cuff repair and biceps tenodesis. After last pass of scorpion needle, it was noted upon inspection that the tip of the scorpion needle had broken off. Surgeon put the scope back into the shoulder and with the aid of the c-arm fluoroscopy removed the tip of the needle.